Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
The manufacturing representative of a clinical study reported that the patient was admitted for spinal cord stimulator (scs) lead migration and a failed generator. It was noted that there was removal of two leads and generator. It was noted that there were 2 system modifications.

Event description:
Additional information was received from the healthcare professional the clinical study. When attempting scs analysis, the clinician noted an inability to read and analyze the ins due to a dead battery on (B)(6) 2015. The ins was unable to recharge. It was reported the lead migration caused unsatisfactory stimulation and the patient chose not to recharge the battery due to lack of use.

Manufacturer narrative:
Concomitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n289516, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. Product ID: 3487a-45, lot# v650017, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3487a-45, lot# v650017, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported the scs for non-malignant pain and other non-malignant pain worked for two years and had stopped working. The patient complained of unsatisfactory stimulation on (B)(6) 2015. Fluoroscopic imaging on (B)(6) 2015 showed lead migration. The entire system was explanted and replaced on (B)(6) 2015, and the event resolved without sequelae. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of a clinical study reported a device diagnosis of lead migration/dislodgement.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.